Manufacturer narrative:
(B)(4).

Event description:
It was reported that few non-sustained rv oversensing episodes were observed through merlin.net transmission. Review of session records identified oversensing as a combination of myopotential oversensing and far-field p-wave oversensing. Further testing and programming changes were recommended.